Event description:
It was reported that the tube of the bd intima-ii¿ closed IV catheter system was damaged and leaked during use. The following information was provided by the initial reporter, translated from chinese: "the nurse in ward 3 found that the tube was damaged and leaked during the indwelling of the superficial vein of the patient in bed 3. She removed and replaced the needle to re-puncture".

Manufacturer narrative:
Investigation summary: no abnormality is found on process and the retained sample. As no defective sample returned, further analysis cannot be done, and the root cause of the damage and leakage cannot be determined. According to the description of the complaint, it is not clear where the indwelling needle was damaged. Is the "tube" the catheter or the extension tubing? A device history review was conducted for lot number: 1350195. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue.